Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 320-32-40 - expanded glenosphere, 40mm, for small reverse. 300-30-12 - equinoxe preserve stem 12mm. 320-10-10 - equinoxe reverse tray adapter plate tray +10 reverse glenosphere baseplate.

Event description:
As reported by equinoxe shoulder study, approximately 2 months post op the initial tsa, this (B)(6) male patient experienced redness and swelling to his proximal infection. He also had surgical removal of a haematoma. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.